Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled "intercarpal ligamentoplasty for scapholunate dissociation: comparison of two techniques." The study reviewed forty (40) patients who underwent hand and wrist procedures using arthrex corkscrew to treat scapholunate instability. One (1) patient had regional pain syndrome during the thirty-four (34) month follow-up period. Ref: athlani, l., et al. (2021). "Intercarpal ligamentoplasty for scapholunate dissociation: comparison of two techniques." J hand surg eur vol 46(3): 278-285.